Event description:
Pt's mother reported, the infusion device powered down without a reason on (B)(6) 2012. Mother stated, the battery was low and needed to be replaced but the device did not display an e2 (battery depleted) message. Mother reported, the pt is a child with down syndrome. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.